Event description:
It was reported that during a laparoscopic supracervical hysterectomy, the tissue pad was burned. The gen11 generator displayed a generator failure. The generator was shut down, rebooted and gave the same result. Again shut down, rebooted with a different disposable and again gave the generator failure display. The generator was shut down a third time and rebooted and it worked fine and completed the case. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the tissue pad detached. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.